Manufacturer narrative:
Concomitant medical device: addrl1 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.